Event description:
It was reported that effective therapy was never established for the patient. Reprogramming has been unable to resolve the issue. X-ray imaging revealed migration of the left lead. Surgical intervention was undertaken on (B)(6) 2026 wherein the lead was explanted to address the issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.